Event description:
Additional information: the cause of the respiratory arrest was unknown. Per hcp, they don't think it was device related. The patient is elderly and has other health issues going on that could have contributed to the problem. The patient has not been back to see hcp since the pump was now at end of service. The pump has not been removed; patient was too "sick to go through surgery." Per hcp, the patient is in a nursing home and "nursing home probably manages her meds."

Event description:
It was reported that the patient was admitted to the ER on (B)(6) 2011 with respiratory failure. The pump reached eos (end of service) on (B)(6) 2011. Per the healthcare professional the patient was elderly so there may have been a number of reasons for respiratory arrest. Drug delivered via the device was dilaudid 5mg/ml at a daily dose of 1.9768mg. Additional information has been requested, a follow up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2004, explanted: unk.